Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited loss of capture and high impedance measurements. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and high pacing lead impedance were not confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.